Event description:
A customer reported that unexpected negative reactivity was obtained on galileo neo 90091 with a sample having anti-jka and anti-k.

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. An immucor field service engineer performed routine maintenance. Five known positive patient samples were tested. Three resulted as negative. The probe reference positions and all pipetting positions were adjusted. Repeat testing was performed with the five positive samples and the expected results were obtained. The instrument is operating within specifications.